Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the issue. The ventilator then passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator had a loss of communication malfunction. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.